Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited a charging malfunction in which the battery percentage decreased to 0% and therapy stopped despite more than two hours on the charging pad, followed by an unsuccessful restart and shutdown due to low battery; the device later resumed charging and increased from 8% to 10% after connecting the charger to a different electrical outlet. No adverse symptoms associated with therapy interruption due to power loss. Outcomes included temporary cessation of insulin delivery with subsequent restoration of charging and device function after use of an alternate outlet, with no injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting that verified proper device placement on the charging pad, and monitoring of battery status during the call. Investigation of this case revealed slow charging following battery depletion that resolved with a different power source, consistent with a charging performance issue without evidence of a charger or pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or power source variability.